Manufacturer narrative:
Report source: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of peritonitis were not reported. The patient was not hospitalized for the event. At the time of this report, the patient has recovered from the event. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.